Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful due to sheath advancement beyond the balloon catheter. The sds was withdrawn from the pt without complication and another delivery system was used to successfully deploy the stent. Angiography subsequently revealed a dissection in the pt's left main artery. Approx. One hr subsuquently EKG changes, chest pain and a drop in blood pressure were noted. The pt was sent for emergent coronary artery bypass surgery. Surgery was successful. There were no additional clinical sequelae reported relative to this event.

Manufacturer narrative:
Functional testing of the returned device could not be performed.